Event description:
The account alleged that when the bed is plugged in the head section will raise on its own. No reported injury.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.